Event description:
A customer reported system experienced low vacuum. Patient status is unknown. Additional information has been requested.

Manufacturer narrative:
A sample is expected to return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).